Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a gi bleed workup after hemoglobin was 5.9 and international normalized ratio (inr) was 1.1. The patient's home inr stick gave an error and was not communicated to the vad team by the patient. Therefore, inr was significantly subtherapeutic. Patient is heparin-induced thrombocytopenia positive (hit+), therefore the vad team started patient on bival for anticoagulation. On (B)(6) 2020, esophagogastroduodenoscopy (egd) showed a esophagitis and single bleeding gastric polyp, which was resected and likely source of bleeding per the gi physician. A total of 4 units packed red blood cells (prbc) were transfused and inr goal is 1.8-2.5. Patient is at home now in stable condition.